Manufacturer narrative:
Report date: 15jun2021.

Event description:
It was reported that the ventilator had 'unsteady flow while using high flow therapy (hft). Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support. The customer was unable to duplicate the reported issue. The unit passed all testing with no issue found.